Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 27-sep-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed photographs provided by the customer. The photographs displayed a lens that was cut in half and scratches could be observed. The scratches likely resulted from handling with forceps. Samples from a video provided by the customer were evaluated and no issues were identified. The product returned to the manufacturing site was evaluated. The complaint lens was inspected under magnification. The lens was received cut in half. Marks were observed that could have resulted from handling before or after explants. Also a haptic was observed to be damaged at the haptic/optic junction. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. To satisfy the special request, the handpiece was tested to deliver a lens ten times, and no issues were identified with the lenses. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches were observed on the intraocular lens (iol). The lens was removed and replaced during the same procedure. The procedure was successfully completed with the use of a backup iol of the same model. Through follow up we learned that the lens damage was at the base of the haptic and optic. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.